Manufacturer narrative:
This report will be updated if additional information is received or when analysis is conducted. Upon receipt at our post market quality assurance laboratory, the device case was removed and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Boston scientific crm (bsc) received information that this implantable cardioverter defibrillator (ICD) was returned from our final pack area for analysis as the device had not passed all required testing. Additional analysis is pending.